Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm ¿no disposable¿, pump will not run, and the pump was stopped. Settings were reviewed and the resolution volume was 121.4ml, rate 5.8ml/hour and the given volume was 128.60 ml. Instructions were provided to start the device, but the screen read no disposable clamp tubing. Further instructions were provided to close the clamp on the tubing, power down the device and remove the cassette. There was no patient harm.

Manufacturer narrative:
Corrected data: d4 UDI number. No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.